Manufacturer narrative:
Engineering investigation was further updated to add product risk assessment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing before use with patient, the balloon of this swan ganz catheter burst. There was no allegation of patient injury. Patient demographics unable to be obtained. The product was available for evaluation.

Manufacturer narrative:
One swan ganz catheter was received by our product evaluation laboratory for a full examination. The customers report of balloon burst was confirmed. During visual inspection balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, balloon inflation and visual inspection are performed as part of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.